Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that they were not able to seat the battery into the well to power up the device. Complainant indicated that there was no patient involvement in the reported malfunction.